Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has a problem with heat. The device was being used during surgery. No injury or medical intervention occurred. The date of the event is unk. No additional info provided.